Event description:
It was reported that the insulin pump is damaged and has a blank screen. Customer's blood glucose reading was 126 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Blank display due to corroded battery tube.